Event description:
--

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement. The boston scientific field representative was unable to recreate an out of range impedance measurement and will do more testing. The patient will continue to be monitored. Boston scientific technical services (ts) reviewed the patient information and found this to be a one off out of range impedance measurement. There were no adverse patient effects reported.